Event description:
A catheter break (pump connector) and surgical issue were reported. The patient was reported to have fallen a few months ago and did not have relief since then. Sometime later a dye study was performed, but the physician was unable to withdraw so the procedure was aborted. The pump and catheter were both replaced. During the procedure, the explanted catheter showed a large fracture just beyond where the catheter interface connected between the proximal and distal portions, "down from the sleeve a bit". The physician had difficulty advancing the replacement catheter intrathecally, and it "bunched up in the back". Seven to eight centimeters from the tip, the stylet "bent," was kinked, and caused the entire catheter to "coil within the intrathecal space around l3-l4," making the catheter unusable. A second replacement catheter was successfully implanted. These issues were noted to have caused a delay in surgery. The medication used within the system was lioresal. No patient symptoms or injuries were noted to be related to this event, and the patient was reported to be alive with no injury as of the date of this report. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
This catheter analysis only involved the complete 8709sc portion of the return. During decontamination, which includes patency testing, a large leak was noted where the strain relief shroud of the catheter's pump connector comes to an end. In order to properly decontaminate all the interior surfaces of the catheter, the catheter was cut once. Two slightly narrowed areas of the catheter were seen near the 41 and 43 cm markings. It is thought these narrowed areas may have been where the catheter anchor had been located. The anchor was not returned. Also of note was coring seen in the seal material down in the cup of the sc connector. Pressure testing found a leak in this area, although the leak did not appear until around 25 psig of air pressure was applied. Finally, the area of the significant leak was determined to be related to what appears to be a deep abrasion that went through to the inner lumen. Abrasion was thought to be the cause due to some of the smoothed surfaces seen in this leak area, both on the catheter body and the strain relief shroud itself. The abrasion may have been caused by the pump rubbing on the catheter while implanted in the pocket. It was also noted that along with the abrasion, the catheter material appeared to begin to tear. This tearing may be related to stress on this weakened area during the explant process. This catheter analysis has only to do with the 8780 portion of the return. It consists of the distal portion of the ascenda (called segment 1) along with its guidewire. No anomalies were noted with segment 1. The guidewire however was bent in several places including 5, 6, 42, 54 and 81 centimeters as measured from the distal tip. The guidewire possibly was bent after coming in contact with a solid part of the patient's anatomy as it was being inserted into the intrathecal space. Once the guidewire was bent, the catheter was likely difficult to place. The afc code assigned was discussed with the released systems engineer and agreed upon.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n117833, implanted: 2007 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).